Event description:
On 12/14/1998 following a stent procedure of the left coronary artery, an angio-seal device was placed in a pt's groin with hemostasis achieved. Approx ten (10) hours later the pt complained of pain in his stomach region. "Routine investigations" were carried out (type not specified by reporter), and the puncture site was noted to be clean and dry at that time. The pt was given intravenous fluids to treat a retroperitoneal bleed. On the morning of 12/15/1998 the pt expired. A post-mortem idenfied two (2) puncture sites in the vessel (one at the angio-seal site, one on the other side of the vessel). The device anchor was noted to be bowed and located in the puncture tract. The cause of death was determined to be the result of a retroperitoneal bleed. As of 1/18/1999 there has been no further info provided to the MFR.